Event description:
On (B)(6) 2013, product monitoring received confirmation of a customer reported extravasation with a covidien injector involvement in this extravasation from (B)(6). A 50 year old male pt received 100 ml of optiject 350 (ioversol), injected by an automatic injector at a flow rate of 2.5 ml/sec into the elbow crease for an abdomen, thorax and pelvis scan on (B)(6) 2011. On the same day, the pt experienced injection site extravasation (lower than 30 ml). He was given the corrective treatment with alcohol dressing. At the time of report, the pt had recovered. The reporter evaluated the case as non-serious.

Manufacturer narrative:
This investigation is in regards to an extravasation that occurred in (B)(6) 2011. The injector was not evaluated by covidien svc after this event occurred. Proper operation of the injector was verified during an unrelated svc visit 6 months after the incident.